Event description:
Healthcare provider reported left side "pain and systemic inflammation" and ¿the patient is having alcl testing done¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, white particles, curved opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage.

Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and systemic inflammation". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side "pain and systemic inflammation" and ¿the patient is having alcl testing done¿. Device has been explanted.